Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause insufficient fixation of the si joint possibly due to poor positioning of the initial implants.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were installed. The patient later reported to a different surgeon with complaints of ongoing si joint pain. The surgeon determined micro motion of the si joint and that the initial implants were not loose but possibly placed too posteriorly. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the middle implant with chisels and installed a larger implant of the same type in a more anterior position. He then added additional hardware and bone graft to help fixate the joint. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.